Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 20 mmol/l (360 mg/dl) while wearing the pod on the leg for less than an hour. Insulin was noticed to be leaking out. The pod was removed, and the cannula was found bent. A new pod was applied to treat the hyperglycemia. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.